Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient was unhappy with the distance correction. Hence the lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for explant was patient initially wanted mini mono vision and now wants distance. Additional information has been requested.

Manufacturer narrative:
Corrected information provided in d.3., d.4. Based on add info received, this sn was found to be a duplicate of the mfg ref number 1119421-2023-02005. Hence this file will be cancelled and all the information will be submitted under mfg ref number 1119421-2023-02005. The manufacturer internal reference number is: (B)(4).